Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, physician observed very strange sleeve on lead body. Physician pulled the sleeve very strong to move into a new position. Upon fixation of the sleeve on the rv lead, with suture material cut the sleeve material like a "cheese knife" and damaged lead insulation. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.